Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, guide cath: guidezilla ii, sheath: 6f. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other graftmaster device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a novo lesion located in the proximal-left circumflex coronary artery. When rotablator was done, a perforation occurred. Two graftmasters were required since the perforation was very large. The first graftmaster covered stent delivery system was used with a guideliner 6f and the stent was successfully deployed. The graftmaster successfully sealed the area in which it was deployed. A second 2.8 x 16 graftmaster was used with the same guideliner, however, resistance was noted inside the guideliner and the proximal shaft got kinked and separated. The device was removed and replaced with a third graftmaster 2.8 x 16 mm covered stent system but the same issue occurred and the proximal shaft got kinked and separated. The guideliner was replaced with a guidezilla ii and a fourth graftmaster covered stent was successfully deployed and sealed the area in which it was deployed. The procedure was complete. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device. The reported kink and shaft detachment were confirmed. The reported difficult to position could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the use error as the chipboard box label specifies that the minimum guiding catheter compatibility for a 2.8x16mm graftmaster rx stent is 6f/0.068 inch (1.73mm) inner diameter (ID). The reported 6f guideliner brand guide catheter used for the procedure has an ID of 0.056 inch (1.42 mm) as specified on the product website. This likely contributed to the reported difficult to position, shaft kink and shaft detachment as resistance was noted during advancement into the guide catheter. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.